Event description:
Customer reportedly received the following results on two different meters within 10 minutes: 271 mg/dl (compact plus system 1) and 98 mg/dl (compact plus system 2). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips; however, customer no longer has strips to return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the compact plus system 1. Reference medwatch with (B)(6) for the compact plus system 2. Will not be returned to manufacturer.